Manufacturer narrative:
The cartridge was not returned for investigation. The lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other events of this type have been received. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from an intensive care unit on november 22, 2016 that a piece of the luer broke in the catheter connection. The piece was removed from the catheter with hemostats. There were no adverse effects to the patient and no medical intervention was required.